Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to orthopediatrics for investigation.

Event description:
It has been reported that approximately four months following the placement of a locking cannulated blade plate, the plate was discovered to be fractured. The patient was revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The follow is being submitted to relay additional information. Updated: h4 updated 27 apr 2017. H6 updated method 3331, 4109 and 10. H6 updated results 3252. H6 updated conclusion 4315. Complaint sample was returned for evaluation. Reported event was confirmed. Investigation of the DHR did not reveal any process deviations or indications of manufacturing variations that would contribute to the observed failure mode. Risk management file review was deemed appropriate. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined.